Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported tip knot was not confirmed as a portion of the separated tip was not returned. The reported device entrapment was not confirmed, and it could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation determined that the reported tip damage and resistance appear to be related to circumstances of the procedure which likely led to the reported material separation. The subsequent treatments appear to be related to circumstances of the procedure. In this case, the guide wire tip became caught in the implanted stent that resulted in the reported resistance and led to the tip separation. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with heavy calcification and heavy tortuosity. The ironman guide wire was advanced to the lesion and two xience stents were deployed without issue. The guide wire was being removed; however, it was noted that the tip was knotted and stuck on the end of the deployed 3.5x18 mm xience skypoint stent. A microcatheter was used in an attempt to remove the guide wire but the tip separated and was left on the edge of the deployed stent. The tip was ballooned into the xience stent and left in the patient. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.